Manufacturer narrative:
Based on the current information provided, the loss of power during the procedure was reportedly caused by the customer driving the system over the power cord of another system. This resulted in a complete shutdown of the entire or room and a procedure delay of 75 minutes. There is no claim that a malfunction of a da vinci product occurred, and there is no indication that the loss of power was caused by a failure of the da vinci system. The cause of the hepatic hematoma cannot be determined, based on the provided information. A follow-up MDR will be submitted if additional information is obtained. An advanced review of the site's system logs for the reported procedure date was conducted by an isi failure analysis engineer (fae). The investigation revealed no related system errors occurring during the surgical procedure that would have likely caused or contributed to the reported complaint. The following information was provided: for the first and third procedures of the day, there were no errors in the system logs. For the second procedure of the day, some communication errors were found. None of the universal surgical manipulators were in following at the time, and it did not appear that the system lost power due to a system-related issue. The fae was unable to determine how long the procedure was delayed, based on the logs. This complaint is being reported due to the following conclusion: the surgeon called in during the procedure to report that the system shut down during surgery. The surgeon stated that the patient sustained a hepatic hematoma and that the robotic arms had to be removed manually. Due to these issues and to the system shutdown, the procedure was delayed by 75 minutes. The cause and severity of the hepatic hematoma, any medical interventions, the patient's current status, and/or additional event details, including the procedure name, are currently unknown.

Event description:
It was reported that during an unspecified da vinci-assisted surgical procedure, the system shut down. The intuitive surgical, inc. (Isi) technical support engineer (tse) asked the customer to check the power buttons on the system, and the customer verified that the surgeon side console (ssc) and the vision side cart (vsc) power buttons did not have an led status indicating a power connection. The tse instructed the customer to search for active power outlets in the room, but they found none. The customer confirmed that other items in the room were also powered off or running on batteries. The tse informed the customer that they must have had a power loss in the operating room, and they stayed on the line with the customer during an active search for operable power outlets. During this search, the surgeon ended the call. The tse was unable to view the system logs. Per the surgeon, system functionality was checked upon powering on the system. They were able to complete the procedure robotically, after rebooting the system five times and changing the electrical sockets. Per an isi field service engineer (fse), the site's biomedical service department indicated that the loss of power during the procedure was reportedly caused by the customer driving the system over the power cord of another system. As a result of the power outage, the procedure was delayed by 75 minutes, the robotic arms had to be removed manually, and the patient sustained a hepatic hematoma. No further information was provided. The cause and severity of the hepatic hematoma, any medical interventions, the patient's current status, and/or additional event details, including the procedure name, are currently unknown.